Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure on the first firing on the pylorus the device misfired. It did not complete the staple line. A new device was used to complete the procedure. There was no patient impact. No other details provided.

Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The analysis results showed that one black cartridge reload was received. The reload was received in good visual condition and fully fired. No functional test could be performed due to the condition of the reload. In addition, it was disassembled to verify the condition of the internal components and no anomalies were noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.